Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Information was received indicating patient indicating patient suffered a hip fracture as a result of the fall, therefore characterizing this as a serious injury. There was no evidence of a malfunction and the device performed as intended. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit ha setting intermittently and a patient fell. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).